Event description:
Patient informed that medication gamunex-c did not go through the f180 where he had to switch to f900 or f2400. Patient requesting different tubing. No further information provided. No adverse effects reported. Spontaneous. Lot number is unavailable. Reported to (B)(6) by pt/caregiver.